Manufacturer narrative:
UDI -- (B)(4). A review of manufacturing records found no discrepancies when the device was released to stock. Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a package of codman patties had a black foreign object inside the package. Another was used in replacement. There were no reports of delay or patient harm. Photos are attached.

Manufacturer narrative:
Multiple attempts to obtain the sample were not successful; therefore, an evaluation of the device could not be performed. The manufacturing records were reviewed, and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation.' If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. A present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint sample was not returned for evaluation however, a photo was provided. A spot appears to have been caused from dark rayon fibers. All applicable device history record¿s (dhrs) were reviewed and no anomalies were found. When the rayon arrives, it is delivered in a large bale which is then shredded. The bale has been observed to contain dark fibers. This is a rare occurrence. When this happens, the dark fibers are shredded with the rest of the bale and eventually weaved into the pattie. Based on the results of the investigation, the reported issue was confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The product was returned for evaluation. The sample was visually inspected and there were dark spots on the sample. The spot appears to have been caused from dark rayon fibers. When rayon arrives, it is delivered in a large bale which is then shredded. The bale has been observed to contain dark fibers. This is a rare occurrence. When this happens, the dark fibers are shredded with the rest of the bale and are eventually weaved into the pattie. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue was confirmed. The root cause was from dark rayon fibers. When rayon arrives, it is delivered in a large bale which is then shredded. The bale has been observed to contain dark fibers. Based on the results of the investigation, the reported issue was confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.